Event description:
Customer reportedly obtained results of 212mg/dl and 109mg/dl on the compact system within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. No info given on where comparison was performed. Requested return of suspect test system and replacement was sent.